Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use multiple daily injections as backup therapy to ensure insulin delivery was not interrupted. Technical support resolved the issue by sending a replacement pump with updated software and provided instructions on returning the problematic pump. Training for the new pump would be available through the customer's tandem source account.